Event description:
It was reported that the patient did not have concerns with their device or therapy.

Event description:
It was reported that patient had a fall "downstairs a little over a week ago" from the date of this report. Following this patient had experienced weakness on the right side, and numbness on the left side along with loss of bladder control. Along with pump implant patient also had stimulator devices for deep brain stimulation (please refer to MFR report # 3004209178-2013-00045 for the same). Patient was indicated to be currently in the hospital. It was added that x-rays were done and looked "okay", and they were considering an MRI. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2012 explanted: unk. (B)(4).